Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was cracked and leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clamp function testing, and clear passage test. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.